Manufacturer narrative:
(B)(4). The following sections are unknown / not provided: age at time of the event, patient weight. Device not returned to manufacturer.

Event description:
The customer reported that the patient bit down while eating and a zirconia abutment (edaz) fracture occurred. Crown was fractured as well. The implant remains intact. The customer plans to replace the abutment.

Manufacturer narrative:
The product was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The failure of this device is associated with a CAPA and a product recall (z-1215-2014). Therefore the complaint is confirmed.

Event description:
No further event information available at the time of this report.